Event description:
The customer reported, "exposing but getting no image." The customer is unable to view fluoroscopic images, which would render the system inoperable. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.